Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the needle separated from the sensor.

Event description:
The customer reported via phone call that he had issues with the serter when trying to insert a sensor. Customer stated that when he pressed the button on the serter to lift it, the needle broke off inside the serter. Blood glucose value was 87 mg/dl. Customer has not experienced this behavior with multiple sensors. The serter and sensor were returned.